Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device related an interventional endoprosthesis procedure. Reportedly, when the plunger was withdrawn a suture break occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was not confirmed. Production record and corrective and preventative actions (ca-pa) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations of the returned device the cause for the difficulty is undetermined. The subsequent treatment is related to the circumstances of the procedure. The device indicates a successful deployment. It is possible a secondary separation occurred distal to the cut; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.